Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10e17092, h10f05509, h10e23017) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Inspection of air and oxygen flow meters performed (recall from chemtron) and found 1 with knurling defect which is a sign of flow meter disconnecting from the plate. This flow meter was not being used and was turned off. The flow meter did not dislodge from the plate (while in the wall) which potentially could project and hit someone and may also cause a ventilator to disconnect from the wall oxygen or air supply). Device has been taken out of service. Biomed called manufacturer- no response to date.======================health professional's impression======================the defect "knurling" is 1st sign that the plate separates from the flowmeter which may potentially cause projection of the flowmeter or disconnection of a vent to the oxygen or air supply.

Event description:
This is a spontaneous report by a customer regarding peritonitis in a male homechoice peritoneal dialysis (pd) patient. On (B)(6)2010, the patient contacted baxter technical service center regarding an unrelated issue and reported an infection. On (B)(6)2010, upon follow-up, the dialysis nurse stated that the home patient's (hp) infection was peritonitis. The nurse stated that the hp was actually having his catheter taken out at that moment, and would be continuing with hemodialysis. No treatment information was available. It is unknown if patient was recovering. The root cause of the peritonitis was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.this is the first of three complaints related to this event.